Event description:
It was reported that externalized conductors were observed during normal device change-out. No electrical anomalies were detected at the time of procedure. It was later reported that high voltage lead impedance was noted to be high. Programming changes were made. Lead will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.